Event description:
It is reported that the patient's insulin pump has air bubbles in the reservoir. The patient's blood glucose level at the time is 106mg/dl. Trouble shooting was conducted and we explained the possible causes for the problem. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.